Manufacturer narrative:
Trend analysis no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: "revision surgery due to breakage of the implant on (B)(6) 2015." Root cause analysis: in the present case there was a fracture in the connection pin of a revitan stem that had been implanted in (B)(6) 2009. In that revision an endofemoral approach was selected. Since at that time the bone was weakened by the loosening process of the cemented prosthesis to be replaced, at least partially, and there was a risk of a potential periprosthetic fracture, a transfemoral approach would have been advisable according to surgical technique, which would also have facilitated cement removal from the bone receptacle. As is evident from the postoperative x-rays following revision, a periprosthetic fracture of the lessor trochanter occurred. It was probably not possible to remove all the cement. According to the surgery report dated (B)(6) 2009 the fracture occurred on the seventh day after the operation. The first available x-ray showing the fracture was taken on the sixth day after the operation. The postoperative x-ray was described as ideal and is not available for evaluation. It is not known whether the fracture possibly already existed at that time. The confirmation x-ray on (B)(6) 2009 provides images of the revitan stem in two planes for the first time. The stem appears to be too thin and cortical bone contact appears to be suboptimal. The x-rays in the 2nd plane on (B)(6) 2009, (B)(6) 2011, (B)(6) 2014, and (B)(6) 2015 show translucency in the proximal region, chiefly on the anterior side. Evaluation is difficult due to the differing contrast of the images. The x-rays for the radiology report dated (B)(6) 2015 are not available for evaluation. The report mentions the fact that the radiolucency in the periprosthetic shaft region on the right appears to be unchanged, without any diagnostic progression and without any hint of loosening. This would indicate that the radiolucency was already visible on previous images and may have already existed without any change since the implantation. Since the present x-rays do not cover the entire x-ray image sequence, it is not known when or on what occasion the fracture of the revitan stem was discovered. The surgery report concerning the revision operation does not describe the bone condition in the proximal stem area. It therefore remains unclear whether the radiolucency observed on the x-rays involves areas where there was no direct bone contact and there was consequently a gap between the bone and the implant. The proximal fragment was retrieved. An attempt to drill the center of the distal fragment failed. In light of the fact that "the stem has not undergone complete osseointegration because from the primary prosthesis there are still cement residues in situ", the surgeon decided to create a distal fenestra in order to enable fragment extraction from distal. The attempt failed. A distal femoral stem fracture occurred as the manipulations were being performed. It was provided with an ncb plate. The distal fragment of the revitan stem remained in situ and the patient was left in a girdlestone situation. The available proximal fragment of the revitan stem shows that a fracture of the connection pin occurred due to a fatigue fracture. The latter is located a few millimeters below the distal end of the proximal part of the revitan stem. The fracture origin is located on the lateral side of the stem.. As far as can be seen macroscopically, no fracture-triggering or fracture-enhancing defects are visible. It is not known whether the observed material transfer from the distal stem body to the pin mantle surface ensued directly from the fracture surface and the minimal traces of fretting already existed prior to commencement of the fracture, and are therefore associated with it, or whether they must be regarded solely as a side effect. The same applies to the highly polished lines on the medial and posterior sides of the anchoring region of the proximal part of the revitan stem. They are typical signs of loosening. The absence of bone ongrowths can also be a sign of loosening. The coarse and fine scratches on the surface of the head are classified as unremarkable. The former ones are very likely attributable to the revision surgery. Conclusion summary based on the available information and visual evaluation of the explant it is only possible to presume that throughout the entire in vivo period the revitan stem only had inadequate osseous support in the proximal region. This may have had an influence on the loading of the stem and ultimately led to the fracture in the connection pin. It is not known whether there were other factors influencing the circumstances of the fracture. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays or other source documents were not provided for review. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming the actual device reported is not marketed in USA, but devices with similar characteristics (i.e fitmore stems) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a revitan revision stem system on the right side on (B)(6) 2009 and the patient underwent revision surgery on (B)(6) 2015 due to breakage.